Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for complex reg pain syndrome type I. It was reported that the patient used to feel stimulation down both arms and now feeling stim only in their upper middle back. It was noted that any reprogramming that was done,it only provided stimulation in the upper middle back. The patient noticed the change in stimulation in (B)(6) 2016 when she tuned stim on to address pain in her arm. When the device was used 3-4 weeks prior to the event date, the stim covered both arms. It was also noted that the patient was getting stim on all pairs, but in the wrong location. This was considered to be a sudden change in stimulation output. A lead migration was also suspected, but not confirmed. There were no reports of trauma or falls. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.